Event description:
It was reported that an arteriotomy closure of the scarred and heavily calcified left common femoral artery was attempted using a starclose device with a 5f sheath after a diagnostic iliac angioplasty procedure. Reportedly, there was minor resistance with sheath insertion due to the scarred access site and after clip deployment the device could not be withdrawn from the patient. The safety release mechanism was activated to facilitate device removal, however, the device still could not be removed from the patient anatomy. The device was firmly pulled and the device was removed. Hemostasis was achieved with the starclose clip and 20 minutes of applied manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection: the starclose se device was deployed in a mildly calcified right common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. Against resistance: per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported event of resistance during insertion, difficulty to remove and failure to achieve hemostasis were confirmed. The reported retraction problem and using the safety release mechanisms could not be confirmed as the device was returned with the thumb advancer still fully advanced, which indicates the access ports were not used. The reported event of resistance during insertion, difficulty to remove and failure to achieve hemostasis appears to be related to use and interaction of the device with the heavy calcification at the access site. The reported retraction problem and using the safety release mechanisms appears to be related to use error such that the access ports were not used. The treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the device was used in a calcified access site. The proglide instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. Reportedly, the device was used against resistance. The IFU states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance has been determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.